Manufacturer narrative:
The instrument was returned and evaluated. Engineering found a broken pitch cable, corrosion and cracks on the clamping pulleys inside the housing, and deep scratches on the main tube. The pitch cable was broken at the distal end. The cable segment that contained the crimp was remained in the clevis but was stuck out. The clevis did not exhibit any damage or wear marks. Multiple clamping pulleys exhibited cracking and corrosion around the screw head. Engineering concluded that the failure was likely cleaning related. The distal end of the main tube had various scratch marks exhibited light material removal and a rough surface finish. Engineering concluded the damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
The tennaculum forceps instrument was returned, no further information was provided.